Event description:
Subsequent to the initially filed report, additional information provided: it was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 4f micropuncture and 6f sheath prior to an intra-aortic balloon pump procedure. Reportedly, when the proglide device was inserted into the artery, the device became stuck. The vessel was incised to remove the device from the damaged artery. Surgical suturing was used to achieve hemostasis. The procedure was aborted. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1: initial reporter first and last name. E3: occupation. H6: device code 2616 removed.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: sus voluntary event report #mw5093589.

Event description:
User facility medwatch (# mw5093589) received that states: reporter is a registered nurse reporting the perclose device was inserted into a pt's left femoral artery to be deployed, and the device malfunctioned and got stuck in the pt. Device was meant to be used as perclose for intra aortic balloon pump. The procedure had to be cancelled and the pt went into surgery for the removal of the stuck device and to repair the damaged artery surgically. This prolonged the pt's stay in the hospital. No additional information was provided.